Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device does not power on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips bench evaluated the device and determined this was a malfunction of the processor. Philips bench provided the customer with part number and pricing for a replacement processor; however, the customer did not accept the quote. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor. The reported problem was confirmed.